Event description:
Initial report: this non-serious case from (B) (6) was reported on 08-jan-2010 by a physician - local (B) (4). Upon medical review, the case assessed as non-serious by the reporter, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involved a female pt (age nos) who developed red spots bilaterally on cheeks and blackness under eyes bilaterally one week after poly-l-lactic acid (sculptra) therapy. Poly-l-lactic acid was injected in the cheeks around the zygoma and towards the eyes, but away from the eye orbit. The estimated total volume of poly-l-lactic acid used was approximately 0.5 cc. No other treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Corrective treatment - not mentioned. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: local/global ptc (B) (4). Brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.

Manufacturer narrative:
Outcome - important medical event.